Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the customer was not able to see the data. Troubleshooting was performed and issue not resolved. No harm requiring medical intervention was reported. The customer will continue to use the device and the product will not be returned for analysis.

Event description:
Information doesn't suggest that the malfunction would cause/contribute to a death or serious injury.

Manufacturer narrative:
"Complaint summary: helpline support team reported that user was viewing future date in reporting period while generating carelink reports. Investigation/testing summary: an attempt was made to replicate the issue by generating reports for the specified user through the carelink personal application, and it was confirmed that the issue could be reproduced. For further investigation, we extracted the data upload from the carelink database and observed that the user had made a future time adjustment on the pump. Consequently, this resulted in the display of future time on the reporting page within the carelink personal application. To assist in resolving the issue, we advised the helpline team to communicate the following information to the user: due to the time change event, data uploaded during this period won't be visible in the reports as there are both forward and backward time change events. We instructed the helpline to prompt the user to update the pump with the current date and time before proceeding with any further uploads. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is due to the future time change performed on the pump by the user. Analysis summary: the user made a future time adjustment on the pump, leading to data ambiguity regarding the current date. We attempted to generate a report to verify if the user had updated the pump's date and found that the most recent uploaded data was reflected in the reports. We asked the helpline to confirm this with the user. We are proceeding to close this ticket as we have not received any response despite multiple requests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.